Event description:
Hair discovered during initial surgical count; paper band broken and hair discovered between laps during counting; pack and contents discarded; laps with hair contaminant saved; new setup with new pack initiated.